Event description:
During start of procedure, staff plugged in shaver and were met with an error code saying not recognized and to try re-plugging shaver handpiece in. After several attempts, they were not able to get the handpiece to register and removed it from the field. It was never used on the patient. Another handpiece was obtained and the case proceeded as planned.